Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer and manufacturer's representative (rep) reported the patient had severe abdominal pain and an MRI was performed. It was noted the patient thought radiology contacted the doctor and was given the go ahead. There was an uncomfortable generator site since, and stimulus usage felt ¿like a grapefruit¿ at the site, so the patient had not used the device. The patient had maintained a charge. The generator was interrogated and impedances were all within the 600 range. Desired coverage was obtained following a normal reprogramming session. The ¿grapefruit at the battery site¿ was no longer present. Palpating over the device did not replicate the undesired ¿grapefruit¿ sensation. The patient was encouraged to follow-up with the manufacturer every 6-12 months. At the time of the report, the issue was resolved. No surgical intervention occurred or was planned. Relevant medical history included failed back surgery syndrome.